Event description:
It was reported that this ingenio pacemaker was being reprogrammed during a routine device follow-up appointment, and then exhibited a message saying it was in safety mode. A revision procedure is being planned but for now, the pacemaker remains in service. No adverse patient effects were reported. Despite multiple attempts, no further details regarding the model/serial of the pacemaker were ever provided from the field. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this ingenio pacemaker was being reprogrammed during a routine device follow-up appointment, and then exhibited a message saying it was in safety mode. A revision procedure is being planned but for now, the pacemaker remains in service. No adverse patient effects were reported. Additional information regarding the pacemaker model/serial is being requested from the field. This report will be updated should further information be received.